Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a hypoglycemic event occurred. Date of issue is an approximation. The patient's daughter stated the patient's blood sugar got down to 20mg/dl while she was in town and had to call 911. When the emergency medical technician's (emts) arrived, they administered the patient with glucagon and within an hour the patient stabilized. There was no allegation against the device as the patient's daughter stated the receiver alarm went off for the low. The patient's daughter initially contacted dexcom for education on pairing the transmitter to the receiver. No additional patient or event information is available.